Event description:
During the procedure, the hemostasis valve of the introducer was leaking. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation concluded that a leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the seal. Tearing in the seal is consistent with damage during use. The cause for the reported and confirmed leak is consistent with damage during use.